Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperable condition occurred. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device the allegation was confirmed. No error was recorded in the log but the ventilator inoperable error appeared on the screen. It was determined that the firmware needs to be upgraded and the blower assembly, internal foam, flow tubing and pollen filter all need to be replaced. The customer rejected the estimate to replace the parts so the device was scrapped.